Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2019, 1583 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of obesity, breast pain, endometritis, vaginal bleeding, abnormal uterine bleeding, urine odour foul, fever, parity 3 and multi gravida. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2019, 1690 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total abdominal hysterectomy, bilateral salpingectomy, cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted: insertion date as per argus on (B)(6) 2014, as per mr on (B)(6) 2014. Discrepancy noted: removal date as per argus on (B)(6) 2019, as per mr: on (B)(6) 2019. Essure was deployed with 3 coils visualized, and on the right tube essure was deployed with 2 coils visualized. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2019: pathology: pathology (a. " uterus, fallopian tubes, cervix; total abdominal hysterectomy, bilateral salpingectomy": uterus (635 grams). Submucosal leiomyoma (10.5 cm in greatest diameter) with total infarct-like necrosis and focal fibrinous acute inflammatory exudate. The necrotic tissue is colonized by mixed bacterial organisms (see note). Findings in the rest of the uterus consistent with prior uterine artery embolization. Disordered proliferative endometrium with chronic nonspecific endometritis. Cervix with chronic (follicular) end cervicitis, tunnel clusters, and nabothian cysts. Bilateral fallopian tubes with intraluminal metallic devices. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-nov-2023: mr received : reporters information patient medical history and surgical pathology reports were added. Product insertion date removal date and rcc updated,. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 40-year-old female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criterion intervention required), 4 years 4 months after insertion of essure. The patient was treated with surgery (hysterectomy - uterus). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 18-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.